Manufacturer narrative:
Through investigation of the info retrieved from the customer's associated tpn order documentation, it was determined that the values of the ranitidine (0mg/kg) and heparin (0.5 units/ml) were not changed within the order to the requested amounts of ranitidine (2mg/kg) and heparin (0 units/ml); were not changed within the order to the requested amounts of ranitidine (12mg/kg) and heparin (0 units/ml). The associated tpn order documentation showed that the pharmacist did not enter the intended values of heparin and ranitidine into abacus calculating software for tpn order. The verification label along with the associated documentation that is produced wihin the order of the tpn bag clearly indicate the ingredients within the tpn solution; pharmacist and physician verification of the tpn bag failed to identify the incorrect ingredient amounts.

Event description:
On 10/29/2007 baxa was notified of an incident that happened in 2007. A tpn order was incorrectly entered into abacus calculating software. When entering a patient tpn order, the ingredient ranitidine was entered as 0 mg/kg when the customer intended 2mg/kg and the ingredient. Heparin was entered as 0.5units/ml when customer intended heparin 0 units/ml, the bag with incorrect amounts of ranitidine and heparin was infused. The customer indicated that, there was no reported adverse event from this incident. When contacting the customer for follow-up info, the customer indicated that, the patient has since died. The customer reported, that the autopsy indicated that the unintended infusion of heparin did not cause or contribute to the death, but the cause was related to the critical nature of the patient's health.